Event description:
The customer reported that during a platelet donation, an 'air detected at ac sensor' alarm occurred at 65 minutes. The operator noticed that the 750 ml bag of anticoagulant (ac) was empty. The trima machine stated that it had only used 293 mls of ac. The collection was ended. Per the customer, they were unable to locate any leaks that could account for the loss of ac. The donor was fine with no adverse symptoms. No medical intervention was required. The disposable set was not available for return for evaluation because the customer discarded it. This report is being filed due to potential for injury due to ac overinfusion.

Manufacturer narrative:
Investigation: the customer stated that there was not any ac noticed in the vent or rbc bag during prime. The customer said they are fairly certain that the donor did not get any extra ac back. In the past, this donor has been sensitive to ac and required tums during the donation. For this procedure, the donor expressed that she did not experience any symptoms during the donation and did not require tums. Per the customer, they ran another donor on the same machine with no reoccurrence of the problem prior to calling in the complaint. A review of the lot for similar reports was carried out, none have been reported. The device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the possible ac over-infusion experienced by the customer. The trima accel machine was checked on (B)(6) 2013 for ac volume errors. The suspected condition could not be duplicated and the equipment operated as intended. The run data file for this procedure was reviewed and confirmed that fluid was detected at the sensor from ac prime until the time the alarm occurred at approximately 65 minutes. There were also 2 'draw pressure too low' alerts prior during the procedure. No other issues or alerts occurred during the procedure to indicate a machine fault. The trima accel operated as intended. Root cause: this disposable set was unavailable for specific root cause analysis. Review of the run data file and machine performance check indicates that the trima accel system operated as intended. The donor response to the collection does not indicate a citrate reaction from a cover-infusion. Possible causes for the ac bag running dry includes but is not limited to:- use of a partially filled ac bag at start of procedure- misassembly in the disposable set